Event description:
A patient reported blood glucose results of "23 mg/dl, 134 mg/dl, and 138 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.